Manufacturer narrative:
The device was not returned as it was implanted in the patient. Since the device was not returned, we are unable to perform further root cause analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the coiling procedure of cerebral aneurysm / embolization (size: 7 mm, location: a-com, and the shape was facing upward: during the procedure, the physician delivered xt-17 and headway 17 microcatheters through fubuki 8fr guiding catheter. The headway was for the aneurysm and xt-17 was for atlas stent delivery. Following coils were inserted under stent assistance: targetxl, hydrosoft3d and axium prime5-10-3d. Additionally axium prime 4-8-3d was inserted but the coil got stuck at the catheter tip. The physician pulled the catheter little bit as releasing tension of the catheter, but the coil did not advance further. While pulling the catheter back, the catheter got out of the aneurysm and the prime5-10 implanted follow the catheter ended up migrating from the aneurysm. Since an atlas stent was opened there, the physician decided not to push the coil into the aneurysm with a guidewire, and he decided to place an additional stent. Additional coils from different manufacturer were inserted and the procedure was completed. Medium level tortuosity, and medium size in vessel diameter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.